Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless (pwx) device was used in the distal left anterior descending (dlad) lesion and the readings were successfully obtained. After the pwx was removed it was noted that the distal end had separated. The pwx did not fully break into two pieces until it was near the copilot. The wire was found to be fractured once it was inside the proximal portion of the guide catheter near the copilot (and almost outside of the patient's body entirely). The separated segment of the wire was removed manually. There was no resistance during removal of the pwx. There was no device issue with the copilot. A non-abbott device was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. The bends and kinks to the guidewire were the cause for the confirmed material separation. In this case, it is likely that the bends and kinks were caused by the use techniques employed, or the patient anatomical conditions. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.